Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed and a lot history trending review could not be performed. The model and lot information has been requested however, has not been provided to date. The device was not returned to the manufacturer for analysis as it remains within the patient; therefore, the alleged product issue cannot be confirmed. If any portion of the device or additional information is received, microvention, inc., will submit a supplemental MDR report. The instructions for use (IFU) identifies inability to open as potential complication associated with use of the device.

Event description:
It was reported that during deployment of fredx device, it unfolded slowly after the distal problem free opening and placement. The unopened section was so long that the user almost aborted the implantation. The device was moved, thrusted to position and then detached. Using a wire and microcatheter passage they then achieved good wall adaptation. No patient injury was reported.